Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 4fr s/l powerpicc catheter. The sample contained usage residue throughout and had been trimmed at the 50cm depth marking. Gross visual evaluation of the device was unremarkable. Tactile evaluation and microscopic examinations were likewise unremarkable. Functional testing of the catheter confirmed fluid patency but no amount of hand pressurization resulted in a catheter leak. Further fluid testing was performed by pressurizing while also obstructing fluid flow, and manipulating the interfacing components of the device, likewise resulted in no leakage. Since no leakage was observed the complaint remained unconfirmed. A possible explanation for a perceived leak is catheter pressurization against a fibrin sheath. In some cases of fibrin sheath buildup, it is possible for fluid flow to be redirected up the catheter and out the insertion site. Slight residue buildup was observed within the catheter at the distal end of the device but did not exist in an amount that would have caused insertion site leakage and hence it was ultimately unknown if fibrin sheath formation had been present in greater degree and contributed towards the event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebs0733 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted on (B)(6) 2017 with no complications. On the first day the dressing appeared slightly wet and was changed. On each infusion the same issue occurred with the dressing getting wet. The site reportedly looked healthy. The healthcare professional believes the PICC has a pin point leak. The PICC was removed on (B)(6) 2017 and another PICC was inserted. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs0733 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the PICC was inserted on (B)(6) 2017 with no complications. On the first day the dressing appeared slightly wet and was changed. On each infusion the same issue occurred with the dressing getting wet. The site reportedly looked healthy. The healthcare professional believes the PICC has a pin point leak. The PICC was removed on (B)(6) 2017 and another PICC was inserted. There was no reported patient injury.